Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and watchman flx laa closure device was implanted. It was reported via social media the patient had just got out of the hospital and had a large clot on their watchman closure device. The patient stated a transesophageal echocardiography (tee) will be done in a month to recheck. If was further reported from the patient's physician that the patient had a left atrial appendage (laa) closure procedure performed, and a 31mm watchman flx closure device was implanted. Six (6) days post procedure the patient was in atrial fibrillation and had an ablation procedure performed. The patient was started on anticoagulation medication, but the patient experienced significant gastrointestinal bleeding and was switched to dual antiplatelet therapy (dapt). During a 45-day follow-up examination, transesophageal echocardiogram (tee) revealed a thrombus on the closure device. The patient will remain on dapt medication and will be imaged again at the next follow-up examination. The physician noted the reason for the device related thrombus was likely due to the transient gaps in anticoagulation treatment due to the gastrointestinal bleed.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.